Event description:
Consumer alleges humidifier filled his son's room with smoke and melted through the bottom of the unit damaging a dresser. There was not a report of personal injury with this incident.